Event description:
A motor stall was reported following an MRI on (B)(6) 2010. The pump was interrogated and the following message was displayed: "stopped pump period may exceed tube set." Per the pump logs, a motor stall recovery had occurred. It was further reported that the pt had fell against a bed on (B)(6) 2010, and then had increased pain. A physician had given the pt a small bolus dose, and continued to monitor her. The pt's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).